Manufacturer narrative:
(B)(4).

Event description:
During a surgery that was unrelated to the device or therapy (not specified), the physician was concerned he nicked the extension when using electrocautery. The MFR rep checked impedances and the system and no issues were found. It was not possible to test the stimulation at that time. It was later stated that the pt underwent the second step of the surgery on (B)(6) 2011 and at that time the physician elected to replace the extensions. The pt went on to a rehab facility. It was not known if the extensions would be returned to the MFR for analysis.